Event description:
It was reported by the user facility that the patient's treatment stated without issue, then blood was noticed on the floor and was determined to be coming from the dialyzer header. The blood flor rate was 400 mls/minute; the dialysate flow rate was x1.5 (600 ml/minute). The patient lost less than 10 ml's of blood and was fine and asymptomatic; there were no problems with the treatment and medical intervention was not required. The sample is available.

Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.